Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. Two sealed dp5501 pouches from lot w5965 were returned. Visual inspection found the infusion sleeve is stuck to the test chamber in both pouches. Microscopic examination found no tears in the blue irrigation sleeve tips or shafts nor in the test chambers. The complaint device was not returned so it could not be analyzed for a root cause. Investigation showed the adhesion is a normal appearance and has not been shown to damage either part. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action necessary.

Event description:
The user facility reported that one of the sleeves had a slit that could not be seen prior to insertion in the eye. Fluid was expelled from the slit and dissected off the corneal epithelium. The patient experienced pain and irritation overnight. The patient had an epithelial defect post op day one 2.5 x 2.5 mm in size and irregular epithelium over one quarter of the cornea where the infusion had dissected a bulla intraoperatively. The patient has been given antibiotic ointment. The patient¿s bcva is now 20/20. The patient still has some corneal astigmatism as expected from her irregular corneal surface, the surgeon expects that will heal over time.